Event description:
The facility reported a colleague infusion pump where the "chassis screw hole" is broken. It is unknown when this event occurred; however, this event occurred during biomed servicing. This event may have interrupted delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Correction: the initial MDR for this complaint was added inadvertently. The condition of a colleague infusion pump with a broken chassis screw hole is a non-reportable complaint.